Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Suggested component code: mechanical (g04) ¿ stem visual examination of the returned product identified no damage is noted to the overall implant. The porous coat does not appear to be missing any or have any damage. Once it was put up on the comparator, it was different visually. There are high spots and low spots from implanting and explanting. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the canal was prepped for a size 13 stem as per technique with the distal ream and broach. During implantation, the stem sunk further than the 10mm. The stem was removed, and the size 14 broach trialed which sat proud by approx. 5mm. The size 14 definitive was used and sat proud by 1mm. The surgeon requested that the tolerances of the stem be assessed.